Manufacturer narrative:
The device was not returned for analysis. A lot history review and similar incident query could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the incident as no specific issue was reported. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Event description:
It was reported that the supera stent possibly malfunctioned and was explanted. No additional information provided.